Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to what they felt, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was administered glucose intravenously (4 units, then 2x2 units) provided by a healthcare professional. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to what they felt, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was administered glucose intravenously (4 units, then 2x2 units) provided by a healthcare professional. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution.sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Milled slot into sensor casing to perform smu testing (source measurement unit) to ensure the sensor's electronics were functioning correctly and smu test was failed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation has been performed. Visual inspection has been performed on the sensor and no issue were observed. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor was milled in phase 1 to perform smu (source measurement unit) test. Minor damage was observed to molex connector caused from milling. The sensor was de-cased and performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and no issues were observed. The initial scan file was reviewed and performed data analysis. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended.performed an smu (source measurement unit) test using a simvivo test fixture and a connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings.the minor damage on the molex was caused when the slot was milled into the sensor casing. This damaged then cause interference with the l2 to l3 adapter fixture used in phase 1, resulting in failed result. When re-tested using a connector key all results were within expected specifications. DHR review shows sensor meet all specifications prior to distribution. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed.all pertinent information available to abbott diabetes care has been submitted.